Event description:
It was reported that the pump displays a downstream occlusion alarm even when not connected to a patient. The event date is unknown. There was unknown patient involvement. It was assumed that the pump was being set up for use when it began to error and display an issue. No further issues were found in the pump's history. No additional details available.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal. The customer reported problem was confirmed during functional testing. A damaged dso sensor was found. The cause of the reported issue was the damaged dso sensor. The dso sensor and seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.